Event description:
It was reported that the patient presented for a follow-up in clinic with arrythmia and discomfort. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high capture threshold, and high pacing impedance. The patient was admitted to the hospital for observation. The next day, the rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.